Manufacturer narrative:
(B)(4). Baxter medial assessment: because floseal is provided sterile in a double-pouched package, it is unlikely that the product contributed to the contamination of the surgical field and caused the infection. Nevertheless, since floseal excess (product not reacted with the blood clot) has not been irrigated, and the total volume of product left in situ was 10 ml, a subsequent increased local inflammatory reaction to the excess product may not be excluded. Since an increased inflammatory reaction may facilitate infection, we can conclude that floseal has not caused, but may have contributed to the reported local postoperative infection. Since this is deemed to be a user error (excess product has not been irrigated) a retraining of the user on the correct application of floseal is recommended. (B)(4), md safety officer. A follow-up will be submitted upon communication to user facility.

Event description:
Sales rep states she saw dr. (B)(6) today ((B)(6) 2010) and doctor stopped using floseal four months ago as a result of a patient getting an infection. Doctor does not know if infection was caused by floseal. Rep does not know if floseal was 5 ml or 10 ml size and does not have lot number. Discharge summary received from the user facility on (B)(6) 2010: reason for surgery: diagnosis - oa(l) knee; preoperative status - left blank; procedure performed - tkr(l); date of surgery - (B)(6) 2010. Indication for using floseal - left blank. Application of floseal: amount of product applied - 10cc; application technique - sq. Outcome of floseal application: did bleeding stop - yes; was excess removed with irrigation - no. Type of infection acquired - sq. Infection. Latency of infection to floseal application - post-op one week. Treatment required and final outcome - incision and drainage. It did prolong hospital stay. (B)(6).

Event description:
Reporter alleged obtaining the results of 468 mg/dl and 210 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
(B)(4). An email was sent to the surgeon and his nurse with a letter advising them of appropriate technique and indication for use of floseal. This was sent along with the instructions for use.